Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Event description:
Additional information: the pump was filled with 20 mls of medication: lioresal 2000 mcg/ml (10 mls) and clonidine 1500 mcg/ml (10 mls). On the refill date, the pump was empty and "4 ml were missed" (4 mls was the expected volume). It was noted this has occurred on 2 occasions. It was also noted the patient experienced withdrawal symptoms on 2 occasions. It was further noted "there was no other reason for the explantation of the pump".

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model 8731 lot#/sn# unknown implanted: unk explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp "revealed that every time she made a refill, 4ml of drug were missed." The device was replaced. It was noted there was no injury. The patient outcome was noted as "fine." The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).